Manufacturer narrative:
Citation: van gestel r et al. Does my high blood pressure improve your survival? Overall and subgroup learning curves in health. Health econ. 2017 sep; 26 (9): 1094-1109. Doi: 10.1002/hec.3505. Epub 2017 apr 27. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding economic research on learning curves in safely performing medical procedures and reducing complications using data from the belgium transcatheter aorta valve implantation (tavi) registry. All data were collected from a meta-analysis review of the belgium tavi registry for implantations performed between 2007 and 2012. The study population included 860 patients (demographics not provided), an undisclosed number of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, the 2-year mortality rate was discussed. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation and stroke. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.